Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and called technical support engineer (tse) for further assistance after replacing the universal surgical manipulator 4 (usm4). Fse received 297 error after installing the usm. Error logs were uploaded and identified an error reported by the axes controller (arm) board. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported error 23094 and 23095 on startup and was confirmed as having occurred in the field via remote fe. Usm was tested on an in-house system in normal mode where it failed with a 23094 error. Usm was tested on a fixture test platform (pftp) where it failed the chip encoder virtual absolute (cva) characterization test on the pitch. A gold pitch cva was installed, and the error went away. The pitch cva and cva flat flexible cable (ffc) will be replaced as a fix to the reported problem. There was no image or video clip submitted for review. An event verification confirmed the malignant hysterectomy procedure was performed on the reported event date (B)(6) 2022 on system rsk8014. A review of the sites system logs for the reported procedure date was conducted and revealed the following possible related system errors: error 23069 ¿ primary encoder error, usm4, axis 2. Error 23094 ¿ encoder transition error, usm4, axis 2. Error 23118 ¿ arm 4 usm axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure site called to report a recoverable error on the universal surgical manipulator 4 (usm4). Logs confirmed errors: 23069, 23094 and 23118 in logs pointing to usm4. Technical support engineer (tse) had site do a hard restart of patient side cart (psc) with no change. Site changed out the psc with another psc that was not being used. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.